Manufacturer narrative:
Additional information: device evaluation: lens was returned in micro-centrifuge vial, with moisture and residue/debris on the product. Visual inspection found haptic torn and debris on lens. Claim# (B)(4).

Manufacturer narrative:
B5: the reporter indicated that the surgeon implanted a 13.2mm vticmo13.2, -15.00/3.0/093 (sphere/cylinder/axis), implantable collamer lens into the patient's right eye (od) on (B)(6) 2020. The lens was removed and replaced on (B)(6) 2020 for a shorter length lens due to excessive vault and significant t reduction of irido-corneal angles. This resolved the problem. Cause of the event is reported as unknown. Claim#: (B)(4).

Manufacturer narrative:
Unk, unk ,unk. This product is not marketed in the us. Device problem code: 1494 - off-label use, acd<3.0mm. Claim# 718287.

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2, -15.00/3.0/093 (sphere/cylinder/axis), implantable collamer lens into the patient's right eye (od) on (B)(6)2020. The lens was removed and replaced on 28/nov/2020 for a shorter length lens due to excessive vault. This resolved the problem. Cause of the event is reported as unknown